Manufacturer narrative:
Additional information: concomitant medical products the review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional summary: it was returned two unopened samples of product code epm8737, lot mdq064 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. It was reported that the needle popped off the suture. The procedure was successfully completed. There were no patient consequences reported.